Event description:
Patient has experienced constant voice alteration and an increase in seizure activity since vns implant. The patient had not reported these issues to their neurologist. The patient was last seen by their neurologist one week earlier, at which time they denied an increase in seizure activity. Device diagnostic testing at that office visit was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Use of the magnet reportedly aborts all of the patient's seizures. The patient denies any recent injury or trauma that may have damaged the vns therapy system. There have reportedly been no recent medications changes. At last office visit, the patient did report chest pain in the area of the generator with magnet mode stimulation. The patient initiated magnet mode stimulation at the office visit and denied any chest pain afterwards, but one week later they indicated that they experience pain with every magnet swipe. Per the patient, the neurologist indicated that the patient's pain was a result of aborting a seizure with use of the magnet. The patient reported that they had no cardiac history, no cardiac pain and no pain rediating down their arm. Treating neurologist reportedly had the patient hyperventilate and they were able to get the same sternal pain. The patient reports that since vns implant, they have tried to be more social, which is really stressful for him. Investigation to date has been unable to determine whether the patient has been diagnosed with vocal cord paralysis or whether the patient has experienced an increase in seizures above pre-vns baseline frequency.